Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had an episode of non-sustained vt that was possibly induced by the device. The patient went into a vt after a pvc was undersensed and a ventricular pace was delivered. Review of the episode indicates that the pace occured within a short period of time after a t-wave. The physician elected to make programming changes.